Manufacturer narrative:
The failure investigation has been completed and the alleged battery not holding charge issue was verified in the pump logs, however, no failure was identified. Additionally the alleged high bg issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the battery was depleting quickly. Additionally, the customer experienced elevated blood glucose, however, a specific value was not provided. Although requested, the customer declined troubleshooting. Reportedly the customer continued to use the pump for insulin therapy.